Event description:
The rptr is questioning the AED function following patient use. Specifically, the rptr questioned a no shock advised decision where, after looking at the patient's ECG rhythm, the rptr felt that would have shocked the pt. The rptr also questioned why the device advised a shock on an analysis of v-tach that appeared to be more that 120 bpm. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the patient's outcome. The statement was based on the paramedic's assessment of the patient's lack of viability.